Event description:
Information was received indicating that a smiths cadd-legacy® 1 does not reach pressure. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's reported problem was unable to be repeated. The pump's pressure switch test was performed. The pressure switch test was found to be activated properly within the pump's manufacturer specifications. Visually inspected the pump's event history logs and it showed "high pressure" alarm messages after pump was started. Service recommended the downstream occlusion sensor to be replaced as a preventive action. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Additional information indicated that it's unknow if there was any patient involvement.